Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008878, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008878 was manufactured according to the work instruction (wi) version 98 and manufactured in the line multivac 14 on 31/aug/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4h03326 was manufactured according to the work instruction (wi) version 65 manufactured in the machine sc06, on 28/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion set's tubing bent event on (B)(6) 2025. No further information available.